Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
It was reported during prep that the balloon on the proplege coronary sinus catheter, pr9, would not inflate. This was found during set up. No patient contact made. The balloon was inflated with saline.

Manufacturer narrative:
It was reported during prep that the balloon on the pr9 would not inflate. This was found during set up. No patient contact made. Additional information 6.19.2013: the device was prepped with saline. The root cause of the reported balloon deflation difficulty is indeterminable. The returned sample showed no signs of a manufacturing defect. The only defect found was the occlusion in the balloon lumen caused by a crystalline material. There is no process during production of proplege devices that could create or cause this crystalline material to form. A manufacturing defect is not confirmed. The proplege device balloon is designed to be deflated "within 30 seconds with saline / contrast solution (1:6 contrast to saline)¿ per drd18359. This design was deemed acceptable to meet that requirement per dv27409 using a 1:6 contrast to saline ratio. The design of the proplege was not the cause of this reported deflation difficulty. It is most likely that procedural factors caused this reported deflation difficulty. Using a contrast solution with a more concentrated ratio than 1:6 can cause crystalline material to deposit in the balloon inflation lumen. The proplege device was not designed or validated to be able to use any ratio of contrast solution other than 1:6 in the balloon lumen consistently. The root cause of the reported balloon deflation difficulty is indeterminable.